Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3 delivery system. It was reported that the physician could not gain access into the contralateral gate due to the patient's tortuous anatomy. The contralateral gate was reportedly positioned against the posterior aortic wall. After several failed attempts to cannulate the gate, the physician elected to convert the patient to an aorto-uni-iliac using an additional trunk-ipsilateral leg component, as well as performing a femoral-femoral bypass. The patient tolerated the procedure. It was reported the physician believes the difficulty in cannulation of the contralateral gate was due to the patient¿s anatomical restrictions and was not device related.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: rmt261214/12133890.